Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The act button was unresponsive. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms or displacement anomalies noted. The motor was tested outside the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file. Device received with cracked belt clip lot, no belt clip assembly received with device. Unable to verify belt clip anomaly.